Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-01839 and 2134265-2017-01845. It was reported that stent damage occurred. Two 2.50 x 24 synergy ii drug-eluting stents were advanced in unknown order. Both stents encountered difficulty upon advancing through a non-bsc guide extension catheter as it was noted that the "stretch were necked". A 2.25 x 20 synergy ii drug-eluting stent was then selected to treat the lesion. However, it was noted that the device was deformed. The procedure was completed with a different device. No patient complications were reported.